Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh erosion, straining to empty bladder, leaking urine, increasing stress urinary incontinence pain, infection, scarring, nerve damage, bleeding, dyspareunia and bowel abnormalities. A removal of the mesh was performed.